Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 386 (mg/dl). Customer administered correction boluses with the pump to treat bg levels; however, customer later discontinued use of the pump and reverted to insulin injections for diabetes management. System check with tandem technical support indicated pump was performing as intended. Customer indicated that health care provider has been contacted and that they will remain off of the pump for a few days.

Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.